Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed with blood.

Event description:
It was reported that during the implant procedure the stylet would not pass through the lumen of the patient's lead. Another lead was successfully used and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).